Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The patient has a prior medical history of paralysis affecting both hands, which is ongoing. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, two recaptures were performed to adjust the implantation depth and an incomplete stent opening (iso) occurred but was subsequently resolved. On the third attempt, at 80 percent deployment, the valve was approximately at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Final implant depth was 2mm on the ncc and 4mm on the ncc. On transesophageal echocardiography (tee) a central regurgitation (jet) was observed towards the left ventricle, originating just below the leaflet-suturing area of the valve and within the stent frame. Blood pressure was recorded as 120 (systolic)/54 mmhg (diastolic). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician suspects that damage may have occurred at the leaflet-suturing site, possibly resulting in a tear. On the following day, it was reported that the patient had experienced a cerebral infarction with numbness in both hands. A follow-up investigation is in progress to identify the potential cause of the stroke.